Event description:
It was reported to philips that the device emits a crackling noise during the pacer section of the operational check. There was no reported patient involvement/adverse patient impact.